Manufacturer narrative:
(B)(4). S/w version : 4.11d. Retainer ring=clear. The pump was returned for rewind anomaly and prime/fill anomaly found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No rewind anomaly noted during testing. No prime fill anomaly noted during testing. No unexpected motor alarms noted during testing or in the pump history files. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The motor was tested outside of the device on the ngp stb3 and passed. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, keypad overlay peeling, and cracked retainer ring. Rewind anomaly not confirmed during testing. Prime/fill anomaly not confirmed during testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not able to load reservoir. Customer stated that he changed the infusion set and reservoir and tried few batteries, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.